Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as surgical impact opening (shell thickness was within specification). Additional observation: no penetrating nick ( stress marks). Crease observed, on the device. Wear abrasion observed. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and not replaced.